Event description:
Medtronic received information that possible under delivery anomaly occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w 4.11e. Retainer ring = black. On (B)(6) 2021 the customer alleged the pump is under delivering, high bg's and did not pass the hp test. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses programmed on the event date listed in the formatted history file. On (B)(6)2021 02:59:12.000 normal bolus delivered. Normal bolus amount programmed = 1.3. Bolus amount delivered = 1.3 .on (B)(6) 2021 08:10:35.000 normal bolus delivered. Normal bolus amount programmed = 0.3.. Bolus amount delivered = 0.3 .on (B)(6) 2021 08:46:10.000 normal bolus delivered. Normal bolus amount programmed = 1.7. Bolus amount delivered = 1.7. On (B)(6) 2021 11:22:38.000 normal bolus delivered. Normal bolus amount programmed = 0.6. Bolus amount delivered = 0.6. On (B)(6) 2021 11:54:12.000 normal bolus delivered. Normal bolus amount programmed = 0.7. Bolus amount delivered = 0.7. On (B)(6)2021 13:28:52.000 normal bolus delivered. Normal bolus amount programmed = 0.8. Bolus amount delivered = 0.8. On (B)(6)2021 13:53:34.000 normal bolus delivered. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. On (B)(6) 2021 15:23:54.000 normal bolus delivered. Normal bolus amount programmed = 1. Bolus amount delivered = 1. On (B)(6)2021 16:49:35.000 normal bolus delivered. Normal bolus amount programmed = 1.3. Bolus amount delivered = 1.3. On (B)(6)2021 18:47:32.000 normal bolus delivered. Normal bolus amount programmed = 0.6. Bolus amount delivered = 0.6. On (B)(6)2021 20:33:51.000 normal bolus delivered. Normal bolus amount programmed = 1. Bolus amount delivered = 1. On (B)(6)2021 20:37:55.000 normal bolus delivered. Normal bolus amount programmed = 1.1. Bolus amount delivered = 1.1. On (B)(6)2021 22:27:11.000 normal bolus delivered. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. On (B)(6)2021 22:36:28.000 normal bolus delivered. Normal bolus amount programmed = 0.3. Bolus amount delivered = 0.3. On (B)(6)2021 23:45:10.000 normal bolus delivered. Normal bolus amount programmed = 0.2. Bolus amount delivered = 0.2. On (B)(6)2021 23:59:11.000 normal bolus delivered. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. There was no auto suspend alarm noted in the formatted history file. There was user suspend noted below in the formatted history file. On (B)(6)2021 04:30:03.000 insulin delivery stopped reason for insulin delivery suspension = user suspended. On (B)(6)2021 06:19:34.000 insulin delivery stopped reason for insulin delivery suspension = user suspended. On (B)(6)2021 20:03:32.000 insulin delivery stopped reason for insulin delivery suspension = user suspended. On (B)(6)2021 21:59:41.000 insulin delivery stopped reason for insulin delivery suspension = user suspended. On (B)(6)2021 22:15:57.000 insulin delivery stopped reason for insulin delivery suspension = user suspended. On (B)(6)2021 22:53:22.000 insulin delivery stopped reason for insulin delivery suspension = user suspended. On (B)(6)2021 23:32:50.000 insulin delivery stopped reason for insulin delivery suspension = user suspended. There was a no delivery alarm noted below in the formatted history file. On (B)(6)2021 16:22:57.000 alarm alert notification fault number = no delivery (7) - during basal. The customer alleged the pump is under delivering was not confirmed. The customer alleged the pump did not pass the hp test was not confirmed. The pump passed the functional test, including the occlusion test (hp test). Unable to confirm alleged high bg's.